Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator found technical event-231022 (pexpvalve sensor defect) ventilator unable to start ventilation. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: inspected ventilator found technical event-231022 (pexpvalve sensor defect) ventilator unable to start ventilation. No patient involvement.